Event description:
Pt's step dad shared that pen device is jammed. The button on the pen device sticks and it doesn't turn to give dick sound for the dose. He was able to get the 2 mg dose last night and the button is hard to push. The pen device was about 8 months old. Psr will transfer to escalations to assist with MFR replacement. Unknown if patient missed a dose or experienced an adverse event. Unknown if product on hand for retrieval. This product complaint is regarding the actual genotropin pen device (i.e. Not the cartridge) which was not dispensed by (B)(6); lot/exp unknown. Reported to (B)(6) by pt/caregiver.